Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023 a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The amulet was successfully implanted. On an unknown time, it was noted that the device was embolized. The device was removed by an open heart surgery. The patient was reported stable.

Manufacturer narrative:
An event of device embolization and arrhythmia were reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that after the implantation of the device, it was noted that the device was completely dislodged and sat underneath the mitral valve in the left ventricle. The implanter believes the cause of embolization was the final position the device sat was a lot more proximal to where they took their landing zone measurements on toe. The appendage widened towards the ostium. The physician did not try the transcatheter snare attempt to remove the device. The patient went to open heart surgery to remove the device. Based on the information received, the reported incident appears to be related to procedural conditions. There were no related complaints associated with any other devices from the lot. H6 health effect - clinical code: code 4582 removed.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device was determined by toe (transesophageal echocardiography). During the procedure, the patient was on sinus rhythm, the close criteria was satisfied and there was no concerns prior to release. The tension test was performed. The amulet was successfully implanted. The device was compressed in the shape of slight tire. One hour after the implant, the patient was showing ectopic rhythms on electrocardiogram (ECG) but patient was not showing any signs and discomfort. It was noted that the device was completely dislodged and sat underneath the mitral valve in the left ventricle. The implanter believes the cause of embolization was the final position the device sat was a lot more proximal to where they took their landing zone measurements on toe. The appendage widened towards the ostium. The physician did not try the transcatheter snare attempt to remove the device. The patient went to open heart surgery to remove the device. The patient was reported stable.